Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 15 mg/dl. The customer was treated with glucagon. The customer was admitted to baylor mckinney on (B)(6) 2015. The patient was not in a vehicular accident. The troubleshoot for low blood glucose. The customer was advised that we will sent replacement for meter.